Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05102. It was reported that deflation failure occurred. The procedure was a complex intervention of the left coronary system. The target lesion was located in the 90% stenosis, normal calcification, non tortuos bifurcation of the ramus intermedius artery and the ramus interventricularis anterior artery. At the end of the procedure, the previously implanted stents were post-dilated with a nc quantum apex balloon catheter to achieve optimal results. The nc quantum apex balloon was inflated four times during post-dilation with an encore inflation device to a maximum pressure of 16 bar. Following the fourth inflation the encore inflation device was used to deflate the balloon and the pressure gauge did not respond accordingly. Several attempts were made to deflate the balloon by aspirating the encore syringe. This caused significant delay which resulted in a short term hemodynamic instability; lowering of the blood pressure and bradycardia. The encore inflation device was disconnected from the nc quantum apex balloon, retracted into the guiding catheter and the balloon was removed. There was a "lethal threat to the patient for a short time," but it was very quickly brought under control. The patient was not harmed and there was no consequential damage.